Event description:
Patient presented to the physician with swelling and pain beneath the right jawline. On examination, the physician suspected the patient's pre-existing conditions had likely been aggravated by the therapy, leading to the current symptoms. Physician brought the patient into the operating room and removed the entire inspire system.